Manufacturer narrative:
(B)(4). An actual sample was received for evaluation attached to a vial and a viaflo bag. The vialmate was activated and no fluid could run through. The vialmate was detached from the vial and a close visual inspection of the needle revealed that solidified drug was blocking the needle. The condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) a vialmate in which a no flow occurred. According to the report, the user cannot perforate and make flow. The condition occurred during reconstitution and there was no patient involvement. No additional information is available.